Manufacturer narrative:
The investigation is ongoing. The device is not returning.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 29 mm sapien 3 valve in the aortic valve via transfemoral approach. While advancing the 29 mm s3 system without the loader fully inserted, the distal end of the s3 valve interacted with the internal transition in the esheath. Resistance was noted and a bent valve frame strut was observed under fluoroscopy. The initial valve did not exited the sheath. The devices were removed without difficulty. New devices were prepared. A second 29 mm s3 was successfully deployed. There was no patient complication. A perclose was used at the groin and the patient exited the hybrid room.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes, investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: patient's access vessel had present of calcification and tortuosity. Tortuosity (circled) and calcification (arrows) present in patient's access vessels. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. In this case, ''during the procedure of a 29 mm sapien 3 valve in the aortic valve via transfemoral approach. While advancing the 29 mm s3 system without the loader fully inserted, the distal end of the s3 interacted with the internal transition in the esheath. Resistance was noted and a bent valve frame strut was observed under fluoroscopy.'' Per IFU ''insert the loader into the sheath until the loader stops. Advance device through the loader and into the sheath.'' The loader is used to facilitate a smooth transition of the crimped valve through the sheath hub. If the loader was not inserted through the sheath properly, the crimped valve can be exposed and interact with the hemostasis valves within the sheath hub resulting in resistance and frame damage to the inflow of valve. As such, available information suggests that procedural factors (incomplete loader advancement) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.